Event description:
It was reported that during a procedure, it was found that the energy was low. The procedure was finally completed using the original device. There were no patient complications.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the second brick was defective. The fse proceeded to replace the damaged component and after this, no further issues were identified during service, and the console was confirmed to be fully functional. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. A risk review was completed and confirmed that the event of low power was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the investigation, it is likely that the defective brick was causing the low power, leading to the reported event. Based on information available and investigation results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, it was found that the energy was low. The procedure was finally completed using the original device. There were no patient complications.